Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 474 mg/dl. The customer changed the cartridge and infusion set. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.